Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump's history showed multiple call service 54 and 52 alarms on the date of the complaint. The pump was exercised for 24 hours and the alarms were not duplicated. The alleged issue could not be duplicated. The pump case was found to be cracked between the keypad and the case seal. Additionally the display screen was dim and discolored.